Manufacturer narrative:
(G1) manufacturer contact facility name: (B)(6). The device is expected to be returned. Follow up is in progress to obtain additional information regarding the event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, during preparation for use for an unknown procedure, the 4k camera head presented an unknown error code when plugged in. The exact error code was not observed by the operating room technician during preparation. The subject camera was quickly switched with a working camera. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A faulty cable was causing error e224 intermittently to display on the monitor. The most probable cause of the failure has been identified as component failure, which is expected or random component failure without any design or manufacturing issue. The instructions for use (IFU) addresses this failure: "if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." Reference page 11 as per IFU. "Troubles or failures due to other causes than those listed below should be serviced. As repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage, be sure to contact olympus for repair following the instructions given in section 5.4, ¿returning the camera head for repair¿. Reference page 38 as per IFU. Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.